Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.